Event description:
It was reported that the pump battery would not charge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the caller to try different wall adapters and cables, but these efforts did not resolve the issue. Customer reverted to using an alternate method of insulin therapy.